Event description:
Medtronic received information that this antegrade aortic root cannula was successfully placed into the aorta to deliver cardioplegia to a pt. After placement, the surgeon noted body fluid leaking around the phlange of the cannula. The decision was made to remove and replace the cannula with a larger french cannula. As the device was removed, the tip of the cannula was missing from the distal end of the cannula body. The aorta was opened to determine if the tip was caught in the cross-clamp. The left ventricle was then flushed with saline. Just prior to performing x-ray to isolate the missing tip. The tip was found in the suction reservoir. It was noted that protamine was required and a longer "on-pump" time was required. The procedure was then successfully completed without any adverse patient effects.

Manufacturer narrative:
Analysis: upon receipt, the device was decontaminated and prepared for analysis. Visual inspection revealed the distal tip of the cannula was broken off. Further inspection of cannula tip noted two cuts in the tip end of the device, which was likely induced punctures from the introducer needle. The device was forwarded to the contract manufacturer for additional analysis. Conclusion: analysis confirmed the distal tip of the cannula was broken off. Based on the information provided and analysis results, the root cause cannot be determined at this time.